Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she had a tampon with a string that was only a half inch long making it too short to use. Consumer stated she did not use the tampon and disposed of it.